Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered pelvic pain to be related to essure administration. The reporter commented: right coil protruding through the right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered pelvic pain to be related to essure administration. The reporter commented: right coil protruding through the right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("malposition - right essure coil partially protruding through the right fallopian tube") in an adult female patient who had essure inserted. The patient had a medical history of urinary incontinence. In 2013, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (essure removal via robotic total laparoscopic hysterectomy bilateral salpingectomy). The reporter considered device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6)2023: pre and post operative diagnosis: pelvic pain, malpositioned essure coil, urinary incontinence. Findings: right essure coil partial protruding through the right fallopian tube. Absent right ovary. Normal appearing left ovary. Normal appearing left tube. Complications: none - specimens: uterus and cervix , bilateral fallopian tubes. - procedure: all counts were correct x2 per the or staff. The procedure was terminated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: report via lawyer: reporter added (now medically confirmed) - medical report of device removal via robotic total laparoscopic hysterectomy bilateral salpingectomy was provided: test and event added: device dislocation. History added: urinary incontinence. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.